Event description:
When connection the glenosphere to the baseplate, it did not fully seat. The glenosphere screw locked approximately 2-3 mm before fully engaging in the baseplate. The glenosphere was reinserted after cleaning around the baseplate, but the situation did not change. When rechecking the screw head, the tip of the screw showed silver wear marks. So, the screw alone was inserted. Then, a grinding noise was heard, so it was replaced with a new screw (ref. 04.01.0177, lot: 2418605). The glenosphere guide (ref 04.01.10.0432) was used. The surgery was completed successfully. There were 30 minutes delay to insert the screw into the baseplate (tot time 2.5 hours).

Manufacturer narrative:
Batch review performed on 28 may 2025. Lot: 2434142: (B)(4) items manufactured and released on 31-mar-2025. Expiration date: 2030-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: reverse shoulder system 04.01.0151 glenoid baseplate - ø24.5x15 lot: 2429981 (k170452): (B)(4) items manufactured and released on 21-feb-2025. Expiration date: 2030-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue or systemic deficiency. Although it cannot be confirmed, the issues reported may have been caused by a suboptimal alignment between the glenosphere and the baseplate.